Manufacturer narrative:
The pod was received fully deployed. The soft cannula was observed to be stretched and torn spanning both the exposed and unexposed portions upon inspection of the fluid path. The patient history buffer data was inspected, and the algorithm functioned as expected with respect to the estimated glucose values from the continuous glucose monitor. The timing and cause of the damage to the soft cannula cannot be determined. No damages or defects were observed that could contribute to the reported bleeding or bruising during insertion of the soft cannula. No blood was observed on the device. The formed needle was inspected under magnification and no damages or defects were observed. No problem was found. No damages or defects were observed that could contribute to the reported skin swelling at the infusion site. The formed needle was inspected under magnification and no damages or defects were observed. The cause of the reported skin swelling at the infusion site could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 290 mg/dl while wearing the pod between 37 and 48 hours. Investigation of the pod found tears in the external and internal portions of the cannula. The device was originally reported due to high blood glucose levels and the infusion site bleeding and becoming swollen.